Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus") and fallopian tube perforation ("faloopian tube perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation ("perfration of other organ"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain female"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), device dislocation ("migration of essure device to abdominal or pelvice cavity"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headahces"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (to remove essure). At the time of the report, the autoimmune disorder had resolved and the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, device dislocation, hypersensitivity, headache, fatigue, weight decreased, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the plaintiff was injured severely & permanently. Disccripancy noted in essure insertion date: (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-mar-2023: quality safety evaluation of ptc. 23-mar-2023: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tube perforation") and embedded device ("the tube is serially sliced from proximal to distal and all embedded irt four blocks, each for one level") in a 52 year-old female patient who had essure inserted (lot no. 910611). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of diarrhea, nonsmoker, crohn's disease, discomfort, dysfunctional uterine bleeding, abnormal uterine bleeding and abdominal pain. Concomitant products included cipro 500 mg (ciprofloxacin monohydrochloride) since (B)(6) 2015, tecta (pantoprazole hemimagnesium hydrate) since (B)(6) 2013, flagyl (metronidazole) since (B)(6) 2013 and methotrexate (methotrexate sodium) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion medically important), perforation ("perforation of other organ"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain female"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), device dislocation ("migration of essure device to abdominal or pelvic cavity"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight decreased ("weight changes").essure was removed on (B)(6) 2018. The patient was treated with surgery (laparoscopic bilateral salpingectomy, novasure global endometrial ablation, adhesiolyses and to remove essure). At the time of the report, the autoimmune disorder had resolved and the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, device dislocation, hypersensitivity, headache, fatigue, weight decreased, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of embedded device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. Discrepancy noted in essure insertion date: (B)(6) 2011: cystoscopy with hydrodistention. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2013: essure tubal occluders are seen in the pelvis. There is dilatation of small bowel loops beginning in the jejunum and extending to the right lower quadrant where there is small bowel wall thickening identified involving a long segment of terminal ileum to the ileocecal valve. The appearance would be consistent with crohn's involvement in view of the history; on (B)(6) 2013: the bowel gas pattern is unremarkable. There is no evidence of obstruction, free air or bowel wall thickening. Incidental note is made of essure tubal occlusion devices within the pelvis. The remainder of the projected soft tissues and bony structures are unremarkable. On (B)(6) 2013: incidental note is made of bilateral essure tubal occlusion devices within the fallopian tubes; on (B)(6) 2014: there are hysteroscopic fallopian tubal occlusion devices within the pelvis; on (B)(6) 2014: essure tubal occluders are demonstrated in the pelvis. On (B)(6) 2015: findings: follicular sized cysts are visible within the left ovary. The dominant follicle measures up to 1.9 cm in maximum diameter. Tiny cysts are also visible within the right ovary. Summary: the cause of the patient's pv bleeding is not evident on this examination. [Hysterosalpingogram] on (B)(6) 2012: this patient has had essure hysteroscopic tubal occlusion. The tubal occlusion device is identified on the right; however, no tubal occlusion device is identified on the left. Also, there is inappropriate contrast filling of the left fallopian tube and there is early contrast spilling into the peritoneal cavity from the left fallopian tube; therefore, the left fallopian tube is not adequately blocked and a essure hysteroscopic tubal device is not seen within the left fallopian tube. The right fallopian tube appears adequately blocked. Summary: contrast filling of the left fallopian tube and spillage of contrast into the peritoneal cavity from the left fallopian tube, therefore indicating inadequate blockage of the left fallopian tube with no essure tubal occlusion device seen on the left side. [Pathology test] on (B)(6) 2018: nature of specimen: right fallopian tube; left fallopian tube. Surgical pathology report: clinical summary: aub with pelvic pain. Gross description: the specimen consists of a fallopian tube measuring 65 mm by up to 10 mm, and 15 mm at the fimbrial end. The proximal end of a metallic occluding coil is seen and approximately 42 mm of wire is extracted. The tube is serial sliced from proximal to distal in four blocks, each for one level. Specimen b labelled "left fallopian tube" the specimen consists of a short segment of fallopian tube measuring 47 mm from end to end , 7 mm. In diameter, and 12 mm at the fallopian tube. Approximately 103 mm of wire protrudes from the end, and a further 75 mm is extracted from the tube (uncoiled state). The tube is serially sliced from proximal to distal and all embedded irt four blocks, each for one level. Microscopic report: remarks: sections of the fallopian tube show proximal loss of tubal epithelium with associated scarring, consistent with the presence of occluding coils. There is salpingitis isthmica nodosa, the clinical significance of which is uncertain. Microscopic report: remarks: sections of the fallopian tube show proximal loss of tubal epithelium with associated scarring, consistent with the presence of occluding coils. There is salpingitis isthmica nodosa, the clinical significance of which is uncertain. Diagnosis: fallopian tubes: salpingitis isthmica nodosa right sided. Focal epithelial loss and scarring consistent with presence of occluding coils. [Ultrasound pelvis] on (B)(6) 2010: the history is, "chronic lower abdominal pain - suprapubic and right iliac fossa tenderness". Small follicles only are seen in both ovaries as well as a cyst of approximately 2.5 cm on the left ovary, which appears to represent a simple cyst only. On (B)(6) 2015: there are fallopian tube occlusion devices identified within the pelvis. On (B)(6) 2015: in the pelvis, there has been previous tubal ligation and surgical clips are seen. Collapsing left ovarian cyst is identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: reporter and patient information, medical history, lab data, lot number added. New event added: device embedded. New concomitant added: methotrexate, flagyl, cipro 500, and tecta. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("faloopian tube perforation"), embedded device ("the tube is serially sliced from proximal to distal and all embedded irt four blocks, each for one level.") And perforation ("perfration of other organ") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of diarrhea, nonsmoker, crohn's disease, discomfort, dysfunctional uterine bleeding, abnormal uterine bleeding and abdominal pain. Concomitant products included cipro 500 mg (ciprofloxacin monohydrochloride) since (B)(6) 2015, tecta (pantoprazole hemimagnesium hydrate) since (B)(6) 2013, flagyl (metronidazole) since (B)(6) 2013 and methotrexate (methotrexate sodium) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain female"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), device dislocation ("migration of essure device to abdominal or pelvice cavity"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headahces"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, novasure global endometrial ablation, adhesiolyses and to remove essure). At the time of the report, the autoimmune disorder had resolved and the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, device dislocation, hypersensitivity, headache, fatigue, weight decreased, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of embedded device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the plaintiff was injured severely & permanently. Disccripancy noted in essure insertion date: (B)(6) 2011. Cystoscopy with hydrodistention. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2013: essure tubal occluders are seen in the pelvis. There is dilatation of small bowel loops beginning in the jejunum and extending to the right lower quadrant where there is small bowel wall thickening identified involving a long segment of terminal ileum to the ileocecal valve. The appearance would be consistent with crohn's involvement in view of the history.; on (B)(6) 2013: the bowel gas pattern is unremarkable. There is no evidence of obstruction, free air or bowel wall thickening. Incidental note is made of essure tubal occlusion devices within the pelvis. The remainder of the projected soft tissues and bony structures are unremarkable.; on (B)(6) 2013: incidental note is made of bilateral essure tubal occlusion devices within the fallopian tubes; on (B)(6) 2014: there are hysteroscopic fallopian tubal occlusion devices within the pelvis.; on (B)(6) 2014: essure tubal occluders are demonstrated in the pelvis.; on (B)(6) 2015: findings: follicular sized cysts are visible within the left ovary. The dominant follicle measures up to 1.9 cm in maximum diameter. Tiny cysts are also visible within the right ovary. Summary the cause of the patient's pv bleeding is not evident on this examination. [Hysterosalpingogram] on (B)(6) 2012: this patient has had essure hysteroscopic tubal occlusion. The tubal occlusion device is identified on the right; however, no tubal occlusion device is identified on the left. Also, there is inappropriate contrast filling of the left fallopian tube and there is early contrast spilling into the peritoneal cavity from the left fallopian tube; therefore, the left fallopian tube is not adequately blocked and a essure hysteroscopic tubal device is not seen within the left fallopian tube. The right fallopian tube appears adequately blocked. Summary: contrast filling of the left fallopian tube and spillage of contrast into the peritoneal cavity from the left fallopian tube, therefore indicating inadequate blockage of the left fallopian tube with no essure tubal occlusion device seen on the left side [pathology test] on (B)(6) 2018: nature of specimen: a. Right fallopian tube. B. Left fallopian tube. Surgical pathology report: clinical summary: aub with pelvic pain. Gross description: the specimen consists of a fallopian tube measuring 65 mm by up to 10 mm, and 15 mm at the fimbrial end. The proximal end of a metallic occluding coil is seen and approximately 42 mm of wire is extracted. The tube is serial sliced from proximal to distal in four blocks, each for one level. Specimen b labelled "left fallopian tube" the specimen consists of a short segment of fallopian tube measuring 47 mm from end to end, 7 mm.in diameter, and 12 mm at the fallopian tube. Approximately 103 mm of wire protrudes from the end, and a further 75 mm is extracted from the tube (uncoiled state). The tube is serially sliced from proximal to distal and all embedded irt four blocks, each for one level. Microscopic report&: remarks: a. Sections of the fallopian tube show proximal loss of tubal epithelium with associated scarring, consistent with the presence of occluding coils. There is salpingitis isthmica nodosa, the clinical significance of which is uncertain. Microscopic report&: remarks: a. Sections of the fallopian tube show proximal loss of tubal epithelium with associated scarring, consistent with the presence of occluding coils. There is salpingitis isthmica nodosa, the clinical significance of which is uncertain. Diagnosis: fallopian tubes: salpingitis isthmica nodosa right sided. Focal epithelial loss and scarring consistent with presence of occluding coils. [Ultrasound pelvis] on (B)(6) 2010: the history is, "chronic lower abdominal pain - suprapubic and right iliac fossa tenderness" .small follicles only are seen in both ovaries as well as a cyst of approximately 2.5 cm on the left ovary, which appears to represent a simple cyst only.; on (B)(6) 2015: there are fallopian tube occlusion devices identified within the pelvis.; on (B)(6) 2015: in the pelvis, there has been previous tubal ligation and surgical clips are seen. Collapsing left ovarian cyst is identified. According to bayer qa, the lot number 910611 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of ptc. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus") and fallopian tube perforation ("fallopian tube perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation ("perforation of other organ"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain female"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), device dislocation ("migration of essure device to abdominal or pelvic cavity"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (to remove essure). At the time of the report, the autoimmune disorder had resolved and the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, device dislocation, hypersensitivity, headache, fatigue, weight decreased, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the plaintiff was injured severely & permanently. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.